Event description:
Css on site for training purposes reports after today's procedure: access lost after returning the ecv in the first cycle: dialysis needle was not secured adequately and, due to positive return pressure, the needle moved backwards out of the vessel. This resulted in a small bleeding at the puncture site, no air in the line, only an occlusion patient alarm. New access was easily found in the other arm with good collect and return rates. Short episode of hypotension during the third cycle: 97/64. Trendelenburg positioning was sufficient to restore the blood pressure and the patient quickly recovered. Four cycles were planned, icv calculations before start of the procedure proved ample tolerance for the estimated ecv volumes during treatment. Parameters remained stable throughout the treatment, patient felt well afterwards. No unplanned infusion or investigation is planned. No product was returned for investigation.

Manufacturer narrative:
A review of lot c727 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, hypotension, access issues, and occlusion patient alarm, and no trends were detected. There were no capas initiated. This assessment is based on information available at the time of this report. No product was returned for evaluation; therefore, it could not be determined if this specific product met specifications. Based on internal medical assessment, (B)(6) male with morphea: pansclerotic circumscribed scleroderma access and the needle had moved causing small amount of bleeding at the site. Access was found on the other arm. During the third cycle patient's blood pressure dropped to 97/64 mmhg requiring the operator to put the patient in trendelenburg position. Patient recovered. Since patient was needed to put into trendelenburg position, this case is serious and related to ecp.